Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system screens would not initialize. The system experienced a complete loss of functionality and patient cases were scheduled in a different location. There is no report of patient injury or death.